Event description:
T.l.h.( hysterectomie) :" started well, seems to bleed a bit more compared to other devices. Then, we've got 10 no problem during the tlh suddenly, we've got several alarms, the know of "clean instru; little bit of tissue...." Then it work for another 10 seals very good and again some alarm." Patient status:" no problems."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, the device met all mechanical specifications but did not meet the electrical continuity requirements. During testing, engineering found that the distal conductive stop was shorting to the lower jaw. This would result in "check device" alarms described in the incident experience. Engineering was able to replicate the alarms when the device was activated and analysis of the device key activation logs also confirmed the incident experience. The root cause of the incident was due to an electrical short between the distal conductive stop and the lower jaw. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As a result of this feedback, additional inspection steps and process enhancements have been added to the manufacturing process to further minimize the potential for this type of incident to reoccur. This document represents our initial/final report.